Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented through merlin.net transmission with device in backup vvi mode. The patient was brought in clinic for further troubleshooting. Device was in backup due to merlin.net interaction. The transmitter was not upgraded. Device download was performed successfully and set to normal working conditions. Patient was sent home with upgraded new transmitter and patient's condition was fine.